Event description:
During a pt transfer, they reportedly detached the sling clip with their foot (inadvertently) and fell. They hit their head on the floor, however, there was no injury reported.

Manufacturer narrative:
Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment ab and any medwatch reports will be submitted under registration (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.